Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultramini meter would not power on. The medical surveillance specialist (mss) spoke with the pt at about 11 days later, and obtained the following info. The pt reported that the alleged power issue began in the day of event at 7:00pm. As a result of the alleged issue, the pt denied taking any action regarding his diabetes management. Approximately 3 hours after the issue started, the pt claimed he began to feel weak and began to sweat profusely. In response to the symptoms, the pt reported treating self with food and/or drink and feeling better afterwards. At the time of troubleshooting, the customer care advocate (cca) noted that the pt had not replaced the subject meter's battery as recommended in the owner's booklet. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.